Event description:
I have been using great call lively medical alert device only to learn it is defective and does not work yet the company great call and (B)(6) sells it and did not recall them. They told me today they have to admit in fact the device is faulty and defective and if I do not file a complaint they will give me all my money back and give me gift certificates at their (B)(6) stores to buy whatever I want if I return the device and do not tell anyone about the defects. Well you now know the devices are all defective and may have already caused deaths due to device not working as it did not work for me on two serious 911 calls for help. Medical device is defective. FDA safety report ID # (B)(4).